Event description:
During training by a zoll medical instructor, the device did not advise shock for a simulated ventricular fibrillation heart rhythm on a non-zoll mannequin. There was no patient involvement in the report malfunction.